Event description:
It was reported via a merlin.net transmission that the right atrial (ra) lead, right ventricular (rv) lead, and implantable cardioverter defibrillator exhibited noise. When the patient presented for the lead revision on (B)(6) 2018, the device could not be interrogated. Troubleshooting of the device was attempted and caused the device to go into backup vvi. The device was explanted and replaced and the ra and rv leads no longer exhibited noise while connected to the new device. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Final analysis found the reported field event of telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on the bench and it was noted the telemetry was in an anomalous state. The cause of the anomalous state could not be determined.